Event description:
It was reported that the mx450 displays a speaker malfunction inop message. It could not be confirmed if sound was present other than the alert sound at the connected central station.the device was in use on a patient. There was no report of patient or user harm.